Manufacturer narrative:
Additional information has been added to h6 and h10: h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during dialysis treatment with a revaclear 300, the patient experienced urticaria. For the second day in a row, the skin itching persisted. The following day, medical staff was informed. Upon physical examination, scattered purpura was observed on the ¿thoracodorsal region¿ and limbs. The revaclear was discontinued. Oral loratadine 10mg, for allergic reaction and intravenous dexamethasone 5mg for inflammation was administered to the patient. The patient¿s fever returned to ¿normal¿ and skin rash diminished after an unspecified span of time. No additional information is available.